Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the stain was insufficient cleaning. Identification of the material could not be determined. The lg-lens was corroded due to moisture that invaded the subject device through the leaking area, as a result, product of the corrosion was detected as stain. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the inside of the light guide lens was dirty, the bending angle in the up direction did not meet the specification due to wear of the angle wire, the play of the up/down knob was out of the standard value due to wear of the angle wire, waterproofing was not possible due to the broken steel end, waterproofing was not possible due to the bending section cover being cut, waterproofing was not possible due to deformation of the forceps lever, switch 1 was damaged and not functioning, the water wipe function did not meet the standard due to clogged nozzles, the screen was partially dark due to a broken charged coupled device(ccd) lens, there was a scratch on the ccd lens, the light guide lens was broken, the bending section cover adhesive was floating, the control panel was dirty, the electrical connector was corroded, the universal cord was dirty, the connecting tube protector was cut off, and the suction cover was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported 1st switch malfunction during preparation for use in a diagnostic procedure on (B)(6) 2023. The procedure was completed with no delay or patient injury. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the inside of the light guide lens was dirty.